Event description:
The clinicians performed a therapeutic implant of a prefyx sling system in a female patient (age and weight unknown). The procedure was successfully completed. Prior to the patient's release from the hospital, she complained of a pain in her right side where the sling had been placed. The doctor kept her in the hospital overnight and treated the pain. The doctor also loosened the sutures along the patient's vaginal incision line. The pain then subsided and the patient was content. The patient was then released from the hospital. The patient's condition has been reported as "good".

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis will not be performed. A review of the specific device history record could not be conducted due to the lot number being unknown. There is no evidence that the device was not used in accordance with the labeling. The risk of this problem is noted within the labeling. We are not able at this time to determine the relationship between this device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.